Event description:
It was reported that a spectrum iq pump under infused to mimic a midas event of an intravenous fluid (ivf) with buretrols entry in neonatal intensive care unit (nicu). The pump was not red tagged. The nurse set up the buretrol, fluid and pump. It was set up as d10 with rate of 5ml/hr for nicu and weight under 2kg. Per customer finding, "final volume of 5 ml documented as given per pump and 1ml in grad cylinder." (See table 2 of attached review) it was also stated that it appeared that the higher rate of infusion yield larger volume discrepancies when there is an upstream occlusion as well as a longer time for upstream occlusions alarms to fire (if at all). The event occurred during experiment infusion of buretrol with 1l normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.